Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00096 and 2210968-2007-00097 for all associated reports. The same patient is represented in each medwatch.

Event description:
International customer reported that the device readily inflated with air from a leak at the device connector. No adverse patient consequences were reported.